Manufacturer narrative:
The device was returned for evaluation. The evaluation confirmed the reported event of no image on the screen with 180 scopes series due to faulty patient board. The faulty parts were replaced, and the software was also upgraded. The device was inspected to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii video system center keyboard terminal was not working but worked with other towers. Upon inspection and testing of the returned device, a faulty printed circuit board was observed. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and the initial reporter's occupation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Upon evaluation of the returned device, the phenomenon was found to be caused by a faulty patient board set. Based on the results of the legal manufacturer's investigation, it is likely there was a failure of the ap-board or dr-board of the patient board set. It was also identified that a design change of the dr board (component of the patient board set) was initiated on (B)(6) 2018. The subject device of this report was manufactured prior to that design change. However, it is unclear whether this complaint is related to that issue. A definitive root cause of the patient board set failure could not be determined. Olympus will continue to monitor the field performance of this device.